Event description:
It was reported that the patient developed a seroma following a pump revision. A magnetic resonance imaging scan was done. The seroma was at the pump pocket site and along the catheter track. The patient was experiencing pain and was not receiving therapy. The drugs in the pump were fentanyl and infumorph. It was later reported that the health care professional aspirated 60 cc¿s of cerebrospinal fluid from the pocket. The patient was also experiencing withdrawal/underdose symptoms and less than 50% therapy relief. The magnetic resonance imaging scan previously reported showed that the catheter had coiled in the subcutaneous space near the anchor. The catheter had backed out of the intrathecal space. The anchor was intact and still sewn down. A new catheter was used to replace the existing spinal segment. The implanting surgeon was more diligent about embedding the anchor into the fascia. The drugs in the pump were noted to be fentanyl and bupivacaine.

Manufacturer narrative:
Product ID: 8835 serial# (B)(4), product type programmer, patient product ID: 8780 serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported the patient experienced a sudden change in therapy/symptoms with no pain relief. A computed tomography scan (cat) was done and showed the catheter slipped out. A new catheter was put in because it slipped out of her spine. This occurred sometime after the pump was replaced on (B)(6)/2012. The patient was on a "high dosage pre-ptm" (personal therapy manager).